Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The patient noticed that the tube was removed from the cannula and the blood glucose level increased to around 220 mg/dl. Afterwards, the tube was connected, and the patient's condition was monitored. The blood glucose level increased to 255 mg/dl. The patient was treated with the injection. No further information available.